Event description:
It was reported that the patient experienced leg numbness and paralysis. The physician stated the issue was not device-related but may have been related to the implant procedure. The patient was hospitalized and the device was removed and the patient remains under medical supervision.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.